Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (one touch ultralink) read inaccurately erratic. The reporter did not specify the results obtained with the subject meter, but stated that they were "10, 20 and 40mg/dl apart" and were performed within 20 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.